Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, patient picking the wound and engaging in strenuous activities, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the questionnaire shows that the implanting clinician did not irrigate the site before closure, potentially contributing to the patient developing an infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is possibly due to the implanting clinician not irrigating the site before closure (clinician user-error).

Event description:
Patient reporting an infection, along with fever, chills along with redness and drainage coming out of the incision on their left leg. . No revision or explant has been scheduled. The patient was prescribed antibiotics and scheduled to start using therapy on (B)(6) 2021. No further issues have been reported.